Event description:
It was reported that the customer was received no delivery alarms on his insulin pump. The customer's blood glucose was 169 mg/dl. Troubleshooting was done. The customer stated that the he removed his reservoir and tried to push insulin through the tubing manually. The customer stated that insulin did not exit and there there was greater than normal resistance with the plunger push. Explained that the no delivery alarm was caused by an infusion set or reservoir connection. Advised to replace the infusion set and reservoir. The customer stated that he would change his set when he arrived at home. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.